Event description:
Ous MDR - it was intended to treat a severely calcified lesion (81 percent stenosis degree) in a tortuous lad. The device could not pass the lesion.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device confirmed that the stent is deformed at its proximal end. Stent imprints on the exposed balloon surface indicate that the deformed struts were initially crimped on the balloon. The stent is crimped at its appropriate position. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It appears that the stent was deformed during the attempt of crossing the tortuous calcified lesion or rather during withdrawal of the complaint instrument.